Event description:
It was reported that the stent failed to deploy. No reported injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this prod and the prod was found to have met all specs prior to shipment. The sample has not been returned to date. Based on the limited info rec'd to date, the result of the eval is inconclusive and the root cause is unk.